Manufacturer narrative:
The insert accessory has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted gastric bypass procedure, the blade on harmonic ace curved shears insert accessory broke off and fell into the patient. It is unknown what caused the blade to break off of the insert accessory. While there was no report of any patient harm due to the reported failure mode, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
On 03-04-2016, isi received a medwatch report with the patient (B)(6) with the following event description: while the harmonic curved shears were in the insufflated abdomen of the patient, the hinge of the shears broke allowing the arm to move freely within the abdomen. No harm to the patient. All parts of the equipment were recovered. On 03/14/2016 intuitive surgical, inc. (Isi) contacted the site's risk manager to obtain additional information regarding the reported event. According to the risk manager, the affected harmonic ace curved shears insert accessory was not available for return to isi for failure analysis investigation. No other information was provided. On 04/04/2016 isi received additional information from the surgeon who performed the surgical procedure. According to the surgeon, during a da vinci assisted gastric bypass procedure, while dissecting mesentery and fatty tissue using the harmonic ace curved shears instrument with the insert accessory installed, he observed that the jaw of the insert accessory would not open. When he re-attempted to open the insert accessory's jaw, the blade broke off and fell into the patient. The issue was immediately identified and the broken insert accessory piece was immediately removed from the patient using laparoscopic techniques. No additional surgical procedure was required to remove the insert accessory. According to the surgeon, at no time during the surgical procedure did he observe that the harmonic ace curved shears instrument with the insert accessory installed was active with no tissue between the blade and clamp of the insert accessory. No error messages or error codes occurred when the blade broke off of the insert accessory. There was no patient harm, adverse outcome or injury to the patient and the planned surgical procedure the planned surgical procedure was completed with a replacement insert accessory.